Event description:
Device #2 malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, when the needle plunger was retracted a needle tip did not capture a cuff. The device was removed and a second proglide was used but resulted in a needle-to-cuff miss. A third proglide device was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for eval. The lot # was not identified; therefore, a device history record could not be performed. Device #1 proglide, lot# unk, is being filed under medwatch MFR report # 2953144-2009-00756.